Event description:
It is reported the connection between the tube and the hub is leaky.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of the pt being harmed as a result of this malfunction. A photograph of the issue was provided however a return sample for evaluation is not expected. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.